Event description:
Trimed received the following report on (B)(6) 2018 from trimed sales member, steve slaughter located in the united states, regarding the dental pick (pick): during a hardware removal operation the tip of the pick broke off, the tip was recovered and this incident did not cause any further harm to the patient. This is the first time this type of malfunction has been reported to trimed.